Event description:
The business partner (bp) reported that the yellow triangle alert on the autopulse nxt platform (sn (B)(6)) was flashing, preventing it from starting compressions. The bp had to remove and reinsert the battery three times to get it to work. Initially, the bp said they couldn't find anything wrong. The battery was full, and the platform did not display a yellow triangle during band installation. However, the issue reoccurred this morning. The reported issue occurred during the device check using manikin. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): pre-market submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.